Manufacturer narrative:
Analysis was able to confirm the customer comment that the universal serial bus (usb) port was damaged and that the programmer was also unable to update software. As the usb port was damaged saving to flash drive and printing externally was not possible. The programmer did not print to an on board printer. It was additionally noted that the programmer was unable to be tested due to the broken usb and required a micro processor unit (mpu). Analysis was unable to confirm stylus not working. However, stylus tip is wobbly, but functionally operational. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a universal serial bus (usb) port that wasn't working. The programmer was unable to print or complete software upgrades. It was also reported that the stylus port was not working. The programmer has been returned for service. There was no patient involvement reported with this event.